Event description:
A zoll pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report the pt was receiving check belt and check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is currently underway. The reported problem (check belt, check therapy electrode alarms) was confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective belt. The pt received a replacement electrode belt.